Event description:
Caller tested pt with the freestyle meter on the finger getting a result of hi (>500 mg/dl). The administered 10 units of insulin based on this result. Approx 7 1/2 hours later, the customer was sweaty, clammy and showed signs of hypoglycemia. A freestyle test was performed and the result was 102 mg/dl. The paramedics were called because of the customer's symptoms. They received a blood reading of 27 mg/dl on their unk brand meter. The paramedics treated the customer with a glucose injection and transported the customer to the hosp. Other than taking about 4 glucose tests, it is unk to the caller what was done to customer while at hosp.